Event description:
It was reported that patient was getting a pacemaker. The surgeon indicated that the patient experienced bradycardia and was not related to vns.

Event description:
It was reported that the patient was experiencing cardiac arrhythmia. It was reported that the device no longer worked and that the device needed to be checked. Further follow-up revealed that the patient was scheduled for generator replacement; however, the surgery was cancelled due to the patient suffering a myocardia infarction. No additional relevant information has been received to date.